Manufacturer narrative:
Approximate age of device- 10 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an elevated ldh of 983. On (B)(6) 2018, the vad parameters were 4.2 lpm for flow, 9400 rpm, pi of 4.6, and power of 5.3. The patient (B)(6) (inr) level was 3.5 and had complaint of nausea and abdominal pain. There was no dark urine and congestive heart failure symptoms. On (B)(6) 2018, it was stated that the patient was treated with heparin with decrease in ldh of 592 with the baseline at around 400. The patient was stable and will be kept on coumadin with inr goal of 2.5-3. The patient will not be on any antiplatelet therapy due to past intolerance.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the report of elevated ldh could not be conclusively established through this evaluation. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This document provides details regarding the recommended anticoagulation therapy and inr range. This IFU also outlines all pump parameters, including pump flow. No further information was provided. The manufacturer is closing the file on this event.